Manufacturer narrative:
(B)(4), date sent: 10/20/2023, b3: event year only reported: 2023, d4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure, for a surgical flap, the surgeon wanted to use the device. Plugged the cord into the device and connected the device to the cord and performed 2 clicks. Device displays an error message when performing the test. The device is already starting to work outside the patient while we are not actively activating the device. We turned the device on and off once. Disconnected the cord and also disconnected the device and reconnected everything and again the device shows the same error message. Did not think it is a safe situation and ask for a new device that does work. The procedure was prolonged 10 minutes. There were no patient consequences.